Manufacturer narrative:
Product evaluation: the used cartridge was returned. Viscoelastic is observed in the device. The cartridge has evidence that is was placed into a handpiece. The nozzle is cracked and the tip is split. The lens was not returned. The lens was indicated to be a 21.5 or 17.0 diopter. The iol product history records could not be reviewed because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified viscoelastic was indicated. The handpiece was not provided. It is unknown if a qualified product was used. The reported tip damage was observed. The damage observed to the tip of the used cartridge typically occurs if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The handpiece was not provided. It is unknown if a qualified product was used. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a cartridge cracked during insertion of the lens in an intraocular lens (iol) implant procedure. The lens was successfully implanted. This report is for one of three cartridges reported.